Event description:
The customer reported to olympus that during a procedure, the visera 4k ultra high-definition camera control unit, while being used with the 4k camera head, displayed error codes e312 and e230 with a request to restart the device. After the restart attempt, the display was black with no video image, and was unable to control the camera with the buttons. The customer confirmed that the processor was out of order, and both devices were sent for inspection and repair. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(6) (ch-s400-xz-eb/4k camera head/sn: (B)(4)).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a defective printed circuit board component. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation error codes were caused by a faulty motherboard. However, the specific cause of the faulty motherboard could not be established at this time. Olympus will continue to monitor field performance for this device.